Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor and vibrator motor. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 109 mg/dl. The customer stated that the insulin pump fell into river. Customer stated that the device is vibrating without an alarm or alert. The customer stated that pump display went blank immediately after the device exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.